Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assemblies. Further testing was not performed due to the blank display.

Event description:
It was reported that customer accidentally jumped into a pool with the insulin pump on. The device alarmed and no longer was functioning. Troubleshooting was performed and moisture under the display was noted. No further information was provided.